Event description:
It was reported that an employee from our customer reported to our sales rep that he was observing a surgery procedure. During this, he observed that the locking lever has come loose. Moreover he reported that there is only a flake seamweld. A replacement was available and the surgery was successfully completed at the end.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.